Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the adjustment screw threads were stripped over the middle of the travel rendering the clamp unusable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the screw on the spinal clamp was stripped. There was no patient present when this issue was identified. No additional information was provided.